Event description:
A peritoneal dialysis pt's nurse reported that the pt passed away on (B)(4) 2014 due to cardiac arrest. The pt was not connected to her cycler at the time of her passing.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.